Event description:
Related manufacturer reference numbers: 2017865-2023-36584. It was reported that the patient presented in clinic for pocket revision. It was noted that the patient had experienced discomfort due to the implantable cardioverter defibrillator (ICD). During pocket revision procedure, it was also found that the right atrial (ra) lead exhibited insulation breach. The ICD was repositioned, and the ra lead was repaired on (B)(6) 2023. Patient condition was stable.